Manufacturer narrative:
Refer to qhcx0561_investigation_rmd_preliminary for partial conclusions.

Event description:
User reported that glycol slightly changed its color after finishing the bypass, suspecting blood leakage. No harm occurred for the patient.

Event description:
User reported that glycol slightly changed its color after finishing the bypass, suspecting blood leakage. No harm occurred for the patient.

Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.